Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode and was brought to the hospital. The patient contacted boston scientific technical services (ts) with questions regarding interrogation of the pacemaker. Ts referred the patient to the physician. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.